Event description:
It was reported when using the bd pyxis medstation system drawer 4 was failed.the customer reported that the user tried to reboot but unable to recover.the customer stated that this malfunction caused a delay in patient care.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed at dlc6wp. The field service engineer inspected that there was a small cut on the latch sensor and the sensor is not fully intact with the house. Hence replaced the sensor, the latch housing and turned on the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.